Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the downstream pressure failed during a functionality check after receiving it from the clinical team from the incident. The device worked as intended after the change of the sensor and passed all tests. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective downstream pressure sensor, but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. There is no other issues on patient besides a bp drop. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: large volume IV pump motor maintenance/failure" during use. Patient had significant interruption in vasopressors due to same - causing patient to have a drop in blood pressure requiring boluses of levophed and quick change of infusion to a different pump. Unit supply tech on 5.2 made aware of same. Pump set aside to be sent to biomedical engineering for investigation." Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.